Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 45 mg/dl. Cause of low bg was reportedly unknown. Customer treated for the low bg by consuming yogurt and apple juice. Recommendation was made to consult with the healthcare provider.